Event description:
It was reported by the customer that while setting up for a breast biopsy, they had difficulty loading the 11 g probe into the holster. They changed probes and completed the case with no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.(510(k)#k033700)